Event description:
It was reported that during a lap appendicectomy, the clip did not come out. Another device was used to complete the case. There were no adverse consequences to the patient. According to the sales rep, the device seemed to be locked out after the 15th firing.

Manufacturer narrative:
(B)(4) = feeder shoe damaged, damaged feedbar. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips were advancing intermittent into the jaw, however, (B)(4) conforming clips were fed and formed as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, 2 clips were found on clip track and the feeder shoe tab and feedbar were noted damaged causing that the feeder shoe did not engage with the feed bar while the firing trigger is squeezed, therefore the clips could not be feed into the jaws properly. No conclusion could be reached as to what may have caused this condition. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.